Event description:
Was fitted with essure device in year 2000 as a trial receipt. Have suffered side effects such as bloating, excessive weight gain, despite healthy diet, regular exercise, depression, anxiety, mild hair loss and ovarian cysts. Despite dye test confirming full blockage, recent ultra sounds, CT scans and x-rays have confirmed ovarian cyst, kidney cyst (left side). Scarring on right kidney. Coil on right side was not picked up on said scan. Presumed missing.